Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient was scheduled to have her scs ipg replaced. Reportedly, the patient stated she stopped charging the device approximately six months ago and the battery depleted. Surgical intervention may be taken to replace the patient's scs ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.